Manufacturer narrative:
H.6 investigation summary: catalog: 442023. Batch no.: 2297602. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: detailed erroneous results (include # of errors and type): 1 error - molecular fp 1. What result did the customer obtain from the bd product? Strep agalactiae, c. Tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result) no organisms. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Did erroneous results occur? Yes. Biofire was a dual positive: strap agalactiae and c. Tropicalis. Gram stain show gram positive cocci in pairs and chains. No discrepant results reported. Preformed a repeat gram stain to confirm erroneous results, culture in progress at reference lab. No erroneous results reported to doctors. Occurred once on (B)(6) 2023. No patient impact. Customer problem: customer reports molecular false positive fx 442023_2297602 - molecular fp.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: detailed erroneous results (include # of errors and type): 1 error - molecular fp what result did the customer obtain from the bd product? Strep agalactiae, c. Tropicalis. What result was the customer expecting to obtain (if different from the obtained result) no organisms. Was this a qc, validation, or proficiency test?: no. Was patient treatment changed as a consequence of the issue with results?: no. Did the patient suffer any adverse medical consequences as a result of the change in treatment?: no. Did erroneous results occur?: yes. Biofire was a dual positive: strap agalactiae and c. Tropicalis. Gram stain show gram positive cocci in pairs and chains. No discrepant results reported. Preformed a repeat gram stain to confirm erroneous results, culture in progress at reference lab. No erroneous results reported to doctors. Occurred once on (B)(6) 2023. No patient impact. Customer problem: customer reports molecular false positive, fx 442023_2297602 - molecular fp.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.